Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular (lv) lead exhibited high pacing threshold. The lv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. A complete lead was returned in one piece. Visual inspection, x-ray examination, and electrical testing was normal with no anomalies found.